Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, it was observed that, with the first product, the plunger passed over the iol, making implantation impossible. With the second product, the plunger similarly passed over the iol. As the second iol was not damaged, it was removed, loaded into a different company injector and cartridge, and successfully implanted into the patient's eye. The surgery was completed on the same day without any patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.